Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 05-jan-2025, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a suspected discrepant creatinine result on a patient. Return product is not available for investigation. Method results. I-stat1 2.2 mg/dl. Beckman au480 3.9 mg/dl. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 27-jan-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for crea cartridge lot a25306a.

Event description:
Na.